Event description:
Following device implant 2.5 years ago, the pt received effective drug delivery therapy at 180 mcg/day of baclofen. Recently, the pump dose was increased to 1250 mcg/day and the pt experienced no effect. Troubleshooting for this issue included a dye study and rotor study that were normal. Exploratory surgery was performed (B)(6) 2010. During surgery, the pump was removed from the pt and a bolus was administered to the pump. Fluid was noted on the sideport after the bolus. The pump then made a "crackling" noise. Due to the noise, the neurosurgeon decided to replace the pump.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.